Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent systems, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, mildly calcified lesion in the mildly tortuous mid right coronary artery. During deployment of a 2.75x48 mm xience xpedition stent at 10 atmospheres, a distal edge dissection was noted. A 2.75x18 mm xience prime stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.